Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 21636188/5091334. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 22114010.

Event description:
It was reported that the patient was experiencing discomfort at the anchor and ipg site. It was also reported that the patients lead caused muscle spasms and severe pain on left side between spine and shoulder blade. The leads started to protrude from the spine. The patient underwent a revision procedure wherein the ipg and leads were repositioned, and the clik anchor was replaced. The patient was doing well postoperatively.